Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding badly/ 11 days post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("huge headache"), fatigue ("tired") and pain ("sore"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, headache, fatigue and pain outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache and pain to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : medical device removal, headache and genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding badly/ 11 days post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("huge headache"), fatigue ("tired") and pain ("sore"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, headache, fatigue and pain outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache and pain to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : medical device removal, headache and genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: huge headache and bleeding badly. Reporter added. Event: medical device removal updated to bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('11 days post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("tired") and pain ("sore"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fatigue and pain outcome was unknown. The reporter considered fatigue, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.